Event description:
It was reported the doctor was inserting plates & screws to close a patient's cranial bone, when one of the screws broke. The tip remains in the patient.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Engineering has tested some screws in house, only found screws to break when the screw is seated in the plate and additional torque is applied. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.